Event description:
It was reported that two msm20's were used during an unknown procedure. It was reported by the affiliate that both clip appliers stopped functioning under the same operation. The automatic loading of the clip did not function although there were clips still in the appliers. A new applier was opened and functioned normally and the case was completed. There was no consequence to the pt.